Manufacturer narrative:
Findings: act and escape buttons did not respond due to unlock on lcd keypad connector. No scrolling numbers display anomaly noted. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was about 300 mg/dl at the time of the incident. The customer treated with manual injections. The customer stated that the blood glucose level went up to 600 mg/dl. The customer stated that the act, up, down, and b buttons were sticking. The customer also stated that they were trying to bolus and the numbers were scrolling leading to the keypad issues. The time on the clock advanced when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for the high blood glucose readings was declined. The insulin pump will be returned for analysis.